Manufacturer narrative:
The device in this report was returned to olympus for evaluation. The evaluation was able to confirm the reported u508 error message, but not the u512 error message. The device was attached to olympus test generators ((B)(4)) and a probe check was performed. The device passed the probe check; however, the seal & cut short circuit error message (u508) was duplicated when the jaw was in the closed position and the seal & cut button was activated. A visual inspection of the device found the distal tip of the teflon pad with charred stains and a portion missing about 1mm in length, metal was exposed. The distal end of the device was inspected under a microscope and found stains on the probe unit. The most likely cause of the error message is due to insufficient tissue between the probe and jaw when the device was activated. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." As part of our investigation of this report, olympus made multiple follow ups regarding the reported event but was unable to obtain additional information.

Event description:
Olympus was informed that during an unspecified procedure, the device displayed a short circuit error message (u508) and an open circuit error message (u512). There was no patient injury reported. It is unknown if the procedure was completed.